Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed using intracardiac echo (ice) imaging. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31mm wds was advanced, deployed, and released in the laa. Upon release of the closure device, a pericardial effusion was noted to have developed. Pericardiocentesis was performed to treat the effusion. Approximately 600ml of dark red fluid was drained to treat the effusion. A pericardial drain was placed, and the patient was admitted to the intensive care unit (ICU) for recovery. There were no further patient complications. The patient will be discharged to a nursing home facility.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed using intracardiac echo (ice) imaging. A watchman fxd double curve access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31 mm wds was advanced, deployed, and released in the laa. Upon release of the closure device, a pericardial effusion was noted to have developed. Pericardiocentesis was performed to treat the effusion. Approximately 600ml of dark red fluid was drained to treat the effusion. A pericardial drain was placed, and the patient was admitted to the intensive care unit (ICU) for recovery. There were no further patient complications. The patient will be discharged to a nursing home facility. It was further reported that pericardial effusion with cardiac tamponade occurred.